Manufacturer narrative:
The investigation for the hemolysis, thrombus, and low pump flow has been completed. Product was not returned for evaluation. Data logs show numerous motor current (mc) spikes throughout support with the biggest. With the mc spikes there is drop in flow, speed deviations, and increased ps shifts. Activated clotting time (act) was said to not have been maintained with subtherapeutic partial thromboplastin time (ptt). The root cause of the low pump flow was most likely biomaterial. The root cause of the hemolysis was most likely biomaterial. The root cause of the thrombus could not be determined without additional clinical details. The instructions for use for the impella rp smartassist system with automated impella controller states the following: section: potential adverse events (united states) ¿arrhythmia, atrial fibrillation, bleeding, cardiac tamponade, cardiogenic shock, death, device malfunction, hemolysis, hepatic failure, insertion site infection, cardiac or vascular injury (including ventricular perforation)¿ corrections to the initial MFR report: g1 MDR reporting contact email.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported the patient was on impella rp flex support when there was a clot ingested. There was evidence by increased plasma free hemoglobin, increased motor current and decreased flows. The clinical rep confirmed the patient had tea colored urine and the plasma free hemoglobin was 800. The doctor decided to start milrinone, monitor and explant the rp. The pump was weaned, explanted and the procedural outcome was the patient survived surgery.